Manufacturer narrative:
One sample was received for evaluation. A visual inspection with naked eye noted several cuts in the tubing through the sample and damaged clamps. The reported issue was verified. The cause of the condition was determined to be manufacturing related; caused by the pouching equipment. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated peritoneal dialysis set with cassette was damaged. The tubing had multiple holes. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information was available.